Manufacturer narrative:
(B)(4). Concomitant medical products: unknown vanguard tibial component catalog # unknown lot # unknown. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2018-03079. No devices or photos were received; therefore the condition of the components is unknown. Part and lot identification are necessary for review of device history records, neither were provided. Unable to perform a compatibility check based on the provided information. Unable to perform a complaint history review based on the provided information. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. (B)(4). Remains implanted.

Event description:
It was reported that the patient underwent an initial knee arthroplasty. Subsequently, the patient was experiencing loosening eight months post-implantation.

Manufacturer narrative:
Medical product: unknown vanguard articular surface catalog # unknown lot # unknown.